Manufacturer narrative:
The tip-up fenestrated grasper instrument was received and failure analysis found the instrument to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test. The grip cable was derailed on the distal end from the idler pulley, the idler pulley was completely missing and was not returned, causing the instrument to not be able to move intuitively. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip up fenestrated grasper for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, it was noticed that a small screw was on some bowel. The customer realized it came off the tip up fenestrated grasper. The screw was removed, and the instrument was replaced. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.